Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and mildly tortuous mid right coronary artery (rca). A 2.00mmx15mm emerge¿ balloon catheter was advanced for pre-dilatation. However, on the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).